Event description:
The field engineer reported that the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ips (uninterruptible power supply) and general purpose operating system were replaced. The system was then found to be operating as intended.